Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation to treat stress urinary incontinence. It was reported that the patient experienced erosion, and bleeding post implantation. It was reported that the patient underwent mesh removal on (B)(6) 2011, due to vaginal mesh exposure. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and monarc subfascial hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.